Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B) (6) male patient, the device displayed a "poor pad contact" message. Complainant indicated that there was not any adverse effect to the patient, due to the reported malfunction.